Event description:
It has been reported to co that the packaging of this product was defective. Reportedly, there was a hole in the sterile package. There was no pt involvement. The device is being returned for co analysis.